Manufacturer narrative:
Covidien/medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient the exhalation volume on a 980 ventilator was unstable/fluctuating. In addition, it was also reported that, the peep (positive end expiratory pressure) was fluctuating. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
An exhalation valve flow sensor (evq) was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed and found contamination on both the hot wire element and the temperature sensor. The returned component was ins talled into a test ventilator for analysis. An investigation was performed and the identified root cause of the reported issue was isolated the contamination on the evq and thermistor due to customer mishandling. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An exhalation valve flow sensor (evq) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed and contamination on the hot wire element and the temperature sensor was found. The returned component was installed into a ventilator for analysis and an error code was found in the diagnostic logs. An investigation was performed and the product analysis technician reported that the root cause was isolated to the contamination and thermistor. The cause for the error code was isolated to a component capacitor (c6) updated: (B)(4). If information is provided in the future, a supplemental report will be issued.